Event description:
There were telemetry issues; the ins could not be interrogated. The patient did not have stimulation. She had not used the stimulator in four months, and it was overdischarged. The physician mode recharge was unsuccessfully attempted five times. Fluoroscopy confirmed the device was not flipped. The patient was to be scheduled for a lead revision (reason not provided) and ins replacement with a non-rechargeable battery. It was felt that the patient was not mentally capable of recharging on a regular basis.

Manufacturer narrative:
(B) (4)